Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. During the system test unit displayed c-34. As a result of these findings, the root cause of the reported event happened in the field c-34 high voltage fault. Probable root cause is the iesu.

Event description:
It was reported that during a da vinci-assisted surgical simple prostatectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had issues with the vio integrated electrosurgical generator unit (iesu). The customer stated the monopolar energy was not working and the iesu was giving a fault c-34. The customer replaced the instrument and energy cable nut the issue remained. The tse reviewed the logs and confirmed the issue. The tse had the customer try another energy cable and power cycle the iesu, but the issue remained. The customer had a bypass esu generator to use for the remainder of the case, but caller is concerned for cases tomorrow. The procedure was completing as planned with no reported injury. The customer called back requesting assistance with connecting valleylab force triad generator. Caller stated that they were getting a generator not detected message on the touchpad. Tse informed caller that was likely due to the iesu not functioning properly. Caller stated that they had a green light on the personality module energy device (pmed). Tse informed caller that should indicate a connection to the force triad.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.